Event description:
It was reported that the intraocular lens was removed intraoperatively from the pt's left eye due to bent haptic noted during insertion. The incision was enlarged to remove the lens and sutures were placed to close the wound. Another lens was implanted successfully and the pt's prognosis was reported as good. Please reference MDR# 1119279-2013-00141 for the delivery device used during the event.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found a bent haptic and the iol cut in half. The cause of the observed damage could not be determined. Functional testing could not be performed due to the rec'd condition of the lens. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed. Based on the info available, the exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.